Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had power error. Explained to customer the internal power source in the pump was unable to charge. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention reported. The device will not be retuned for analysis.

Manufacturer narrative:
S/w version 4.10 j. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 25 found on (B)(6) 2022. The pump passed the displacement test, sleep current test, and active current test. Test p-cap locked properly into the reservoir compartment. No pump error 25 was noted during testing. Successfully downloaded pump history files and traces using thus software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue on the j6 connector. Pump alarmed pump error 25 twice in the history files and traces on (B)(6) 2022 at 05:00:00.000 and on the event date of 07/26/2022 at 20:00:00.000. Pump alarmed replace battery alert three times in the history files and traces on (B)(6) 2022 at 02:00:00.000, and on the event date of 07/26/2022 at 14:00:00.000 and 17:00:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcba 1, the pump was monitored and functioned properly. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Pump error 25 was confirmed in the pump history files and traces due to connector resistance j6/pcba 1. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3 and g2 section.

Event description:
The device was returned for analysis.